Manufacturer narrative:
Engineering analysis noted that there was nothing unusual with the minute ventilation date found in the device, but the patients' breathing rate has been fast. It was suspected that the patients breathing rate is beyond the pass band of the mv filter which may appear as no breaths. Boston scientific technical services (ts) also noted optimization in beat to beat was advised. Ts noted that it will also be important to pay close attention to the patient's breathing pattern to see if they get into a state of rapid and/or shallow breathing. It will be important that the patient try to maintain deep breathing patterns if possible and that would also help to slow down the number of breaths. Additional information noted that the patient returned to the hospital with the same complaints in another follow-up session. The technician followed the advice provided by technical services and re did the optimization in beat to beat mode. Also, to be sure, they connected an ECG monitor during the optimization to follow the rhythm more closely. It turned out that initial analysis provided by technical services was correct. The sensor was working perfectly, but the patient was holding her breath during some parts of the exercise, and hyperventilating during other parts, which gave the sensor an unsteady input. Therefore, no reprograming of the sensor took place, but advised the patient to go to a physiotherapist to receive ventilation exercises. The patient would be seen in a few weeks to see if symptoms improve.

Event description:
Boston scientific received information that the patient implanted with this device had suffered from chronotropic incompetence. It was noted that the sensor settings were adjusted with did not lead to improvement. The clinician was worried that the sensor replay displays normal variation, however during in clinical optimization pacing remains at the lower rate limit during exercise when programmed to minute ventilation only. The patient complained of fatigue during and after minimal exercise. The clinician was claimed that the mv sensor replay did not show increased sensor rate, rather the rate stayed low, thus a request was made to check whether the sensor rate was being used by the device. A request was sent for technical review. The device remains implanted. No adverse patient effects were reported.